Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h6 (type of investigation, investigation findings, investigation conclusions) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx21mm underwent a valve-in-valve procedure after an implant duration of 9 years due to calcific degeneration leading to aortic stenosis. The patient had dyspnea last year to little exertion, pulmonary oedema with leg oedema and chest pain with exertion. A 23mm sapien 3 transcatheter valve was implanted within the surgical edwards valve using via carotid. The patient was noted as to be alive after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7.

Event description:
Edwards received notification that this patient with a 3300tfx21mm aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years due to degeneration leading to aortic stenosis. The patient had dyspnea last year with little exertion, pulmonary oedema with leg oedema and chest pain with exertion. A 23mm sapien 3 transcatheter valve was implanted within the surgical edwards valve via carotid.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.